Manufacturer narrative:
The complaint received states that this (B)(4) study patient suffered angina at six months and stent thrombosis at eight months post index procedure. This is a (B)(6) female with medical history including hypertension, hyperlipidemia, and family history of coronary artery disease, history of previous pci, history of copd, history of diabetes mellitus (type I), history of allergy (prozac/antidepressants) and current smoker. The indication for intervention was stable angina. The target lesion location was the first diagonal branch of the lad. The vessel had a previously placed stent (taxus liberte) in the distal portion of the vessel, not within 5mm of the new lesion. The target lesion was de novo with a 90% stenosis. A cypher (cxs18250/ lot 15095734) stent was implanted in the lesion. No post-dilation was performed. The procedure was completed. There was no reported injury to the patient. The patient was discharged the next day with aspirin and clopidogrel prescribed. At a 6 month follow-up visit, the patient was diagnosed with unstable angina. Two months later, at eight months post index procedure, an angiogram showed that the study stent had thrombosed. The sub-I dictates, "the first diagonal branch is completely occluded and fills from right to left collaterals." The event was medically managed. The event was evaluated and determined to be unrelated to the index procedure, probably related to the study stent, and possibly related to the study drug. Treatment is ongoing. The stent remains implanted thus unavailable for analysis. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Angina is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. Angina can be associated with the stoppage of blood flow through the coronary arteries, secondary, in this case, to in-stent thrombosis. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. The patient was maintained on an asa and plavix regimen as per the IFU. These actions (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time.

Event description:
The e-mail received for the (B)(4) study indicated that eleven months post index procedure the patient was diagnosed with occlusion of the first diagonal cypher stent. The patient is a (B)(6) female. Medical history includes hypertension, hyperlipidemia, previous pci to target vessel ((B)(6) 2009), diabetes and smoking. The reason for intervention was stable angina. The target lesion location was the first diagonal branch of the lad. The vessel had a previously placed stent (taxus liberte) in the distal portion of the vessel, not within 5mm of the new lesion. The target lesion was de novo with a 90% stenosis. A cypher (cxs18250/ lot 15095734) stent was implanted in the lesion. No post-dilation was performed. The procedure was completed. There was no reported injury to the patient. The patient was discharged the next day with aspirin and clopidogrel prescribed. At a 6 month follow-up visit, the patient was diagnosed with unstable angina. Two months later, an angiogram showed that the study stent had thrombosed. The sub-I dictates, "the first diagonal branch is completely occluded and fills from right to left collaterals." The event was medically managed. The event was evaluated and determined to be unrelated to the index procedure, probably related to the study stent, and possibly related to the study drug. Treatment is ongoing.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.